Manufacturer narrative:
G3: 24jun2020. B4: 24jun2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
The customer reported that the ventilator will not power on. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on a patient. The customer reported that the unit was not in use on patient.